Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 241 mg/dl. Customer reverted to using manual injections for insulin therapy. Customer declined tandem technical support's (cts) offer to perform a pump system check until it was time to load a new cartridge. Although multiple attempts were made by cts to follow up, customer did not reply.